Manufacturer narrative:
Follow up 1: - piece returned on 23 april 2025 - visual inspection performed by r&d department: looking at the stem body an opaque white film is visible on approximately half of the stem length. It is not possible to identify if this film is ha or bone residual, or a combined effect. Absorption of ha from the stem body can indicate that metabolic activity was taking place and that, presumably, adequate bone contact was achieved at the time of surgery. The post-op x-ray analysis could possibly provide more insight, such as the evaluation of possible early rotational instability or initial stress-shielding. Some signs of minor damage and scratches are present on the neck of the explanted stem, which is likely due to the revision surgery and not relevant to the reported issue. Based on the analysis completed and information available, it is not possible to identify a root cause of the stem loosening reported.

Manufacturer narrative:
Batch review performed on 01-april-2025: lot: 144807b: (B)(4) items manufactured and released on 23-09-2019. Expiration date: 2024-09-03. No anomalies found related to the problem. Lot: 144807: (B)(4) items manufactured and released on 04-09-2014. Expiration date: 2019-07-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold (1 as 144807b, 3 as 144807c, 2 as 144807d) with no similar reported event during the period of review.

Event description:
Revision surgery due to aseptic loosening at about 5 years 2 months from primary. Surgery completed successfully.